Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use an evercross balloon to treat a lesion. The physician noticed that the balloon was burst on removal from the patient. It is reported that the balloon was burst under rate of burst pressure; the balloon was removed without issue

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.